Event description:
A customer reported difficulty in pressing the quick bolus/wake button on their pump, as it often required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button correctly and confirmed the pump was not plugged into a power source. Although these suggestions temporarily resolved the issue, the button remained difficult to use. As a result, technical support decided to replace the pump. The customer was advised on returning the malfunctioning pump and was informed about continuing to use their current pump as backup.